Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument cable was observed to be frayed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one wire was damaged at the yaw pulley, and a section of the bare wire was exposed. No signs of arcing were observed. The evidence was inconclusive, but the damaged insulation was likely due to mishandling/misuse. Engineering also found the instrument main tube exhibited deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .085 - .120 in length and not aligned with the tube axis. The evidence was inconclusive, but the deep scratches/gouges damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.